Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. A new cartridge was successfully loaded to address the event. Customer¿s blood glucose value was "high" on cgm. Reportedly, the customer addressed their bg with a correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.